Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie not detected on bus. The field service engineer (fse) reported that drawer 6.2 on the main station malfunctioned, causing all of row b to go offline. The issue couldn't be resolved until the station was powered down and all drawer cables were reseated. After corrective actions were completed and ran hardware tests to confirm functionality. The customer then logged into the user application, successfully recovered the pocket, and verified functionality through an inventory test. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubies were not detected on the bus the customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.